Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during start up. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-28. The safety system board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure was investigated by the getinge life cycle engineering on 2023-12-19. No damaged or missing components were identified upon visual inspection. The safety system board was subjected to functional testing under normal conditions and under thermal stress and long-time operation (48h), but the reported issue could not be reproduced. Based on similar previous complaints, where the issue could be reproduced sporadically, the most probable root cause of the reported error could be a conductivity defect, presumably caused by a lose contact or cracks on the conducting path. The review of the non-conformities has been performed on 2023-07-18 for the period of 2020-01-23 to 2023-07-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-01-23. Based on the results the reported failure "safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-07-27. The safety system board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during start up the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. Complaint ID: (B)(4).